Manufacturer narrative:
The reported events of no pacing output, failure to capture, failure to sense, and high pacing impedance were not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis performed, including output verification, capture test, sensitivity test, pacer lead impedance test revealed normal device characteristics. Additionally, an inspection of header and connectors revealed no anomaly that could contribute to reported events. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that loss of pacing, loss of capture, high pacing impedance, and loss of sensing was observed on the device after connecting the leads during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.